Event description:
I had essure implanted on (B)(6) 2013 and I believe I have been having adverse side effects ever since. I originally saw doctor because I wanted to get a tubal ligation. The dr. Advised essure was a better option for me. I was concerned about possible nickel allergy because I cannot wear earrings. If I try to, I start itching all over and I was concerned I would have this sort of reaction to essure. I was advised this was safe even though they did not ever test me for nickel allergy. Since the procedure, I have intense itching issues. I also have unexplained microscopic blood showing up in my labs and constant vaginal discharge. I'm only (B)(6) and really don't want to have a hysterectomy, but I am starting to believe that will be my only option.